Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had an in-office exam with their health professional and had ultrasound and mammogram imaging performed. It was suspected the patient has a possible ruptured left breast implant. Furthermore, the health professional stated the patient had thyroid disease, increased cholesterol, seasonal allergies, and osteoarthritis changes. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-00830 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction revision surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient had an in-office exam with their health professional and had ultrasound and mammogram imaging performed. It was suspected the patient has a possible ruptured left breast implant. Furthermore, the health professional stated the patient had thyroid disease, increased cholesterol, seasonal allergies, and osteoarthritis changes. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-00830 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient underwent bilateral removal and replacement with 325cc mentor memorygel breast implants on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, generalized illness. Manufacturer¿s reference number: (B)(4).